Event description:
Info received indicates the valve was removed due to progressive stenosis of the rvot and the poximal suture line. During explant, the hcp noted only two leaflets were mobile. The valve was removed and replaced with no additional affect to the patient.